Event description:
It was reported that upon removal of the guide wire following a rotablation procedure, the guide wire fractured and the tip of the wire remained in the patient. Patient went to for surgery for removal. Patient is listed as in good health.